Event description:
It was reported that the patient was refilled 24 hours ago with a concentration of 25mg/ml instead of 20mg/ml. It was unknown that the concentration was different so programming remained at 20mg/ml at 6.994mg/day. The amount delivered in the last 24 hours was .3497ml. There was no patient symptoms reported. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10965r04, implanted: (B)(6) 2002, product type: catheter. (B)(4).